Event description:
It was reported that the motor device had an e8 error. The event was not reported to have occurred during surgery. It was not reported if there were any delays in a surgical procedure or if a spare device was available. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. Several attempts have been made to obtain additional information concerning the reported event; however, no additional information has been provided. A supplemental medwatch report will be submitted if further information is received.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device had a pushed in connector pin, loose connector body, a damaged safety cable, and that the console device did not recognize the device. The pretest could not be completed. It was determined that this type of damage and the fact that the console device did not recognize the device confirmed the e8 error code. Therefore, the reported condition was confirmed. It was determined that the pushed in connector pin was from the connector not being properly aligned and forced into the female connector when plugging it into console device. It was determined that the loose connector body was from excessive force. It was determined that the console device did not recognize the motor device due to pushed in pins, which created a bad connection. It was determined that the device showed signs of damage that was caused by the sterilization process or immersion during cleaning which was failure to follow the directions for use. This was further defined as misuse, abuse and possibly user error. If additional information should become available, a supplemental medwatch report will be sent accordingly.